Event description:
The customer reported that the device shut down unexpectedly.

Manufacturer narrative:
The customer reported that the device shut down unexpectedly. Note that the customer did not provide a serial number for this device. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.